Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eleven devices were received for evaluation; 11 events were confirmed during testing. Eleven devices were found to be affected by detached components. Two devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the devices disassembled. Twelve reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by detached components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the devices disassembled. Twelve reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.